Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 1 (negligible) reason: negligible for a single fraction (please note literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore, negligible). Probability: c (remote). Case 1: c (remote). Reason: probably will not occur for more than one fraction: case: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time . Other products concerned: lantis is not concerned. No other products affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. After data inconsistencies had been recognized (and reported as complaints) before the sw-upgrade to dl2 we recognized on (B) (6) morning ((B) (6) 2009), that again one fraction has not been recorded for one pt and that the pt has received one fraction too much. It is unk if there was no mistreatment, injury and/or death reported. Root cause: behavior was caused by failed transfer of treatment records to lantis. This failed transfer job was deleted and afterwards when the pt was loaded next time this previous treatment was not taken into account because it was not known in lantis. Rtt can only load plans that are known in lantis. This can lead to an additional treatment fraction. Release note ((B) (4)) described that customer has to check dose transfer between rtt and lantis. Details see "release notes v4.1 'for syngor rtt" chapters: "data loaded incompletely", "plan edits in lantis" and "plan edits while treatment". Final corrective action is pending. Risk analysis is complete.